Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the returned device identified that the crimped stent was damaged at its distal end. An examination of the crimped stent found that a strut on the 1st row from its distal edge was lifted. No other damage was visible along the remainder of the stent. The hypotube was kinked at various locations along its length. No issues were noted with the bumper tip and the balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a"tight" and calcified lesion located in the left anterior descending (lad) artery. Following insertion of a non-bsc guide wire and a fl4 non-bsc catheter, predilation was performed using a 1.50x15 maverick balloon catheter. A 2.25x16mm promus element¿ plus drug-eluting stent was then selected for use to treat the target lesion. However, resistance was felt while trying to cross the lesion. The physician retrieved the device and noticed that the distal part of the stent was damaged. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that stent damage occurred. The target lesion was located in a"tight" and calcified lesion located in the left anterior descending (lad) artery. Following insertion of a non-bsc guide wire and a fl4 non-bsc catheter, predilation was performed using a 1.50x15 maverick balloon catheter. A 2.25x16mm promus element¿ plus drug-eluting stent was then selected for use to treat the target lesion. However, resistance was felt while trying to cross the lesion. The physician retrieved the device and noticed that the distal part of the stent was damaged. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).